Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and ovarian cyst ruptured ("ovarian cyst / cyst ruptured") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nonsmoker. Concomitant products included alprazolam, gabapentin, hydroxyzine, nortriptyline, tizanidine, trazodone and venlafaxine (effexor). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization prolonged), venous stenosis ("stenosis of left common iliac vein resulting in pelvic vein engorgement"), vasodilatation ("stenosis of left common iliac vein vein resulting in pelvic vein engorgement"), endometriosis ("endometriosis"), fatigue ("fatigue"), pain ("constant pain"), muscular weakness ("weakness of muscles"), migraine ("migraines"), device allergy ("hypersensitivity reaction to device (other than nickel)"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition") and post-traumatic stress disorder ("ptsd"). The patient was treated with desvenlafaxine succinate (pristiq) and surgery (hysterectomy is planned). At the time of the report, the pelvic pain, ovarian cyst ruptured, venous stenosis, vasodilatation, endometriosis, fatigue, pain, muscular weakness, migraine, device allergy, mental disorder and post-traumatic stress disorder outcome was unknown. The reporter considered device allergy, endometriosis, fatigue, mental disorder, migraine, muscular weakness, ovarian cyst ruptured, pain, pelvic pain, post-traumatic stress disorder, vasodilatation and venous stenosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: not provided concerning the injuries reported in this case, the following one/ones were reported via medical records: venous stenosis, vasodilatation and endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received. New events added: ovarian cyst, stenosis of left common iliac vein resulting in pelvic vein engorgement, severe and persistente pelvic pain, endometriosis, fatigue, constant pain, weakness of muscles, migraines , ruptured cyst, ptsd, hypersensitivity reaction to nickel and psychiatric disorder.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ constant pain/ severe pelvic pain/ pelvic pain (sharp, stabbing, severe and persistent)") and ovarian cyst ruptured ("ovarian cyst / cyst ruptured") in an adult female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nonsmoker, vaginal delivery on (B)(6) 2015, anxiety, depressed mood, difficulty sleeping, eating disorder, suicidal ideation, left ventricular dysfunction, bipolar disorder, drug allergy (and spasms: allergy,), penicillin allergy and pruritus allergic. Concurrent conditions included palpitations, peripheral vascular disease and precordial pain. Concomitant products included lurasidone hydrochloride (latuda) for paranoia as well as alprazolam, gabapentin, hydroxyzine, medroxyprogesterone acetate, medroxyprogesterone acetate (provera), nortriptyline, tizanidine, trazodone and venlafaxine hydrochloride (effexor). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, medically significant and intervention required). On 2015, the patient had essure inserted. In 2015, the patient experienced pain ("constant pain"), fatigue ("fatigue/ chronic fatigue"), muscular weakness ("weakness of muscles"), migraine ("migraines"), post-traumatic stress disorder ("ptsd") and alopecia ("hair loss"). In 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization prolonged), device allergy ("hypersensitivity reaction to device (other than nickel)"), venous stenosis ("stenosis of left common iliac vein resulting in pelvic vein engorgement"), vasodilatation ("stenosis of left common iliac vein resulting in pelvic vein engorgement"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), depression ("depression") and anxiety ("anxiety"). The patient was treated with desvenlafaxine succinate (pristiq) and surgery (hysterectomy is planned). At the time of the report, the pelvic pain, ovarian cyst ruptured, pain, device allergy, venous stenosis, vasodilatation, endometriosis, fatigue, muscular weakness, migraine, mental disorder, post-traumatic stress disorder, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device allergy, endometriosis, fatigue, mental disorder, migraine, muscular weakness, ovarian cyst ruptured, pain, pelvic pain, post-traumatic stress disorder, vasodilatation and venous stenosis to be related to essure. The reporter commented: the plaintiff states that essure caused or aggravated the psychiatric and/or psychological condition -ptsd, depression, anxiety. Hysterosalpingogram conducted on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: not provided; in (B)(6) 2015: results: not provided. Concerning the injuries reported in this case, the following one/ones were reported via medical records: venous stenosis, vasodilatation and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received : product insertion date updated. Events added - alopecia, depression, anxiety. Concomitant product added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and ovarian cyst ruptured ("ovarian cyst / cyst ruptured") in an adult female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nonsmoker, vaginal delivery on (B)(6) 2015, anxiety, depressed mood, difficulty sleeping, eating disorder, suicidal ideation, left ventricular dysfunction, bipolar disorder, drug allergy (and spasms: allergy,), penicillin allergy and pruritus allergic. Concurrent conditions included palpitations, peripheral vascular disease and precordial pain. Concomitant products included alprazolam, gabapentin, hydroxyzine, medroxyprogesterone acetate, medroxyprogesterone acetate (provera), nortriptyline, tizanidine, trazodone and venlafaxine hydrochloride (effexor). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization prolonged), pain ("constant pain"), device allergy ("hypersensitivity reaction to device (other than nickel)"), venous stenosis ("stenosis of left common iliac vein resulting in pelvic vein engorgement"), vasodilatation ("stenosis of left common iliac vein resulting in pelvic vein engorgement"), endometriosis ("endometriosis"), fatigue ("fatigue"), muscular weakness ("weakness of muscles"), migraine ("migraines"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition") and post-traumatic stress disorder ("ptsd"). The patient was treated with desvenlafaxine succinate (pristiq) and surgery (hysterectomy is planned). At the time of the report, the pelvic pain, ovarian cyst ruptured, pain, device allergy, venous stenosis, vasodilatation, endometriosis, fatigue, muscular weakness, migraine, mental disorder and post-traumatic stress disorder outcome was unknown. The reporter considered device allergy, endometriosis, fatigue, mental disorder, migraine, muscular weakness, ovarian cyst ruptured, pain, pelvic pain, post-traumatic stress disorder, vasodilatation and venous stenosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: not provided. Concerning the injuries reported in this case, the following one/ones were reported via medical records: venous stenosis, vasodilatation and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and ovarian cyst ruptured ("ovarian cyst / cyst ruptured") in an adult female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nonsmoker, vaginal delivery on (B)(6) 2015, anxiety, depressed mood, difficulty sleeping, eating disorder, suicidal ideation, depression postmenopausal, bipolar disorder, drug allergy (and spasms: allergy,), penicillin allergy and itching. Concurrent conditions included palpitations, peripheral vascular disease and precordial pain. Concomitant products included alprazolam, gabapentin, hydroxyzine, medroxyprogesterone acetate, medroxyprogesterone acetate (provera), nortriptyline, tizanidine, trazodone and venlafaxine (effexor). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization prolonged), venous stenosis ("stenosis of left common iliac vein vein resulting in pelvic vein engorgement"), vasodilatation ("stenosis of left common iliac vein vein resulting in pelvic vein engorgement"), endometriosis ("endometriosis"), fatigue ("fatigue"), pain ("constant pain"), muscular weakness ("weakness of muscles"), migraine ("migraines"), device allergy ("hypersensitivity reaction to device (other than nickel)"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition") and post-traumatic stress disorder ("ptsd"). The patient was treated with desvenlafaxine succinate (pristiq) and surgery (hysterectomy is planned). At the time of the report, the pelvic pain, ovarian cyst ruptured, venous stenosis, vasodilatation, endometriosis, fatigue, pain, muscular weakness, migraine, device allergy, mental disorder and post-traumatic stress disorder outcome was unknown. The reporter considered device allergy, endometriosis, fatigue, mental disorder, migraine, muscular weakness, ovarian cyst ruptured, pain, pelvic pain, post-traumatic stress disorder, vasodilatation and venous stenosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: not provided. Concerning the injuries reported in this case, the following one/ones were reported via medical records: venous stenosis, vasodilatation and endometriosis. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records received, new reporter, patient concurrent condition and essure lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.